Event description:
It was reported that during a stenting treatment procedure stent damage occurred post deployment. Three target lesions were identified; a 70% stenosed lesion in the mid to distal left anterior descending (lad) artery, a 70% stenosed lesion in the 1st diagonal (dx), and a 70% stenosed lesion in the ostium of the lad. A 6 french guide catheter was engaged in the ostium of the left main coronary artery. Three 0.014" non-bsc guide wires were advanced into the distal lad and distal 1st dx. A 2.00x15mm non-bsc balloon catheter was then advanced for pre-dilation of the dx and mid lad lesions to 12 atms for 10 seconds. A 2.50x12mm promus element stent was then advanced and deployed in the dx at 14 atms after 12 seconds, resulting in 0% residual stenosis. The mid to distal lad lesion was then treated with overlapping stents. A 3.00x24mm promus element stent was deployed in the mid lad at 20 atms after 14 seconds and a 2.75x24mm promus element was deployed in the distal lad at 18 atms after 16 seconds. The mid lad stent was then post-dilated with a 4.00x8mm non-compliant non-bsc balloon catheter to 18 atms for 12 and 16 seconds. A 4.00x12mm promus element stent was then deployed in the ostium of the lad at 22 atms after 18 seconds, resulting in 0% residual stenosis. The 4.00x12mm promus element stent was then post-dilated with a 5.00x8mm nc quantum maverick balloon catheter to 18 atms for 12 seconds. It was then noted that the 3.00x24mm promus element stent in the mid lad had crumpled. A 3.50x15mm maverick balloon catheter was then advanced and used to post-dilate the 3.00x24mm promus element stent to 18 atms. Follow up angiography and intravascular ultrasound confirmed that the stent was satisfactorily deployed with 0% residual stenosis and timi3 flow. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).